Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber confirmed that the connector had broken off, and the area where the connector and strain relief attach to the fiber was observed to be burnt. It is probable that during handling of the fiber at preparation, a microfracture may have developed. As the fiber was connected to the console, it overheated leading to the separation of the fiber body from the connector hence the fiber did not perform as intended. The moses fibers IFU instruct user to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on analysis results, the break of the connector component from the fiber due to overheating contributed to the reported event.

Event description:
It was reported that during a stone dusting procedure, the fiber stopped working. The fiber was changed, and the procedure was completed without patient complications. The fiber was returned without the connector; therefore, meeting reporting criteria based on this finding.

Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber confirmed that the connector had broken off, and the area where the connector and strain relief attach to the fiber was observed to be burnt. It is probable that during handling of the fiber at preparation, a microfracture may have developed. As the fiber was connected to the console, it overheated leading to the separation of the fiber body from the connector hence the fiber did not perform as intended. The moses fibers IFU instruct user to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on analysis results, the break of the connector component from the fiber due to overheating contributed to the reported event.

Event description:
It was reported that during a stone dusting procedure, the fiber stopped working. The fiber was changed, and the procedure was completed without patient complications. The fiber was returned without the connector; therefore, meeting reporting criteria based on this finding.